Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer reported a splash to her lip during troubleshooting of the cd1800 cell-dyn analyzer. The customer disconnected tubing and liquid splashed on her lip, no medical treatment was sought. The area was cleaned with soap and water.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Field service confirmed that the system was in idle/ready status at the time of troubleshooting, not in standby; therefore, the instrument was in a pressurized state. The customer was only wearing a lab coat for personal protective equipment. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.